Event description:
The account alleged that the head section will raise on its own to the high limit. No pt impacted.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.